Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was found to have migrated and the decision was made to perform an intervention with aptus heli-fx endoanchors. The type 1a and migration were observed simultaneous 11 days prior to the intervention. The physician was adjusting the guide and indicated they felt something snap which was confirmed. The guide rotation knob had clearly broke as it could now spin freely and only rotated 1-2 times around and then must be un-deflected. At this point there were no patient consequences and none of the device components were left in the patient. The guide was removed from the patient and it was replaced with another guide to successfully complete the case. Another manufacturer¿s cuff was subsequently added and the event was resolved. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.